Event description:
Boston scientific received information that the patient presented to the clinic for a routine follow up. It was noted that the right atrial lead was oversensing and a loss of capture was noted. A lead dislodgment was alleged. The device was reprogrammed and no changes were made at this time. An x-ray was requested by the physician to confirm the dislodgment of this right atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.